Event description:
It was reported that, during inspection was found a 2.0 mm qfx screw 18 mm bent. No case involved; therefore, there was no patient involvement.

Manufacturer narrative:
The associated device, intended for use in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device has a slight bend in it rendering the device inoperative. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. Damage from misuse or rough handling are likely probable causes of the reported event. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. If any additional information be received, the complaint will be reopened. We consider this investigation closed.